Manufacturer narrative:
The involved product was not returned, the product code was not provided and the reported lot number is not consistent with terumo product. Therefore, the investigation was limited to an assessment of info provided by the rptr. The available info does not meet the medwatch reporting criteria for manufacturers in that there was no serious injury or intervention to preclude such an injury. In addition, there have been no previous similar reports which were related to a serious injury or intervention to preclude such an injury. However, this report is being submitted as a precautionary action in response to the voluntary maude event report. The reported kit MFR, medicis aesthetics, was able to be contacted during the follow-up investigation. Communication with the medicis directory of quality systems stated that some bulk needles were received through their "product MFR, q-med in sweden, and were not obtained through terumo medical." The bulk needles were reportedly distributed through their wholesaler and the reporter confirmed to medicis that there were no adverse events associated with the report. The available info indicates that the involved needles were not obtained from terumo. It was confirmed that medicis is not a terumo customer. In addition, terumo does not provide bulk packaged needles. Therefore, there is no evidence that this situation is in any way related to terumo mfg. This information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The attached maude event report (B)(4), received from FDA on (B)(4) 2010, states: "terumo needles lot 0903006 expire 03/14, packaged in plastic bags from ..., with labels listing the exp date as 01/31/99. Other packaged needles were packaged with a label listing the exp date as 01/31/14. Product is sent to inject the product restylane."